Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified that the packaging was already opened by customer (implant container/inner vial not returned). Only the mount and cover screw were returned in separate packaging and different from the original packaging. There were no malfunction identified with the returned devices. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). X-ray or picture was not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that when they opened the implant package it was empty. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227. Last name unknown / not provided.

Event description:
It was reported that when they opened the implant package, it was empty. A new package was opened to complete the procedure.